Event description:
Incident reported to foreign, competent authority by physician. The report states the pt habitually wore lenses continuous wear during last ten years without issue. After 8 days of wear, a corneal abscess was detected od with corneal edema and beginning of hypoyon. The 3+ tyndall effect noted. The pt was hospitalized for six days with ciloxan-tobrex without improvement, then the pt was perfused with ofloxan and reinforced collyrium. The device in question was discarded and not returned. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. During primary/secondary packaging audits, six primary packages were found with misaligned foil. A reaudit was performed and product passed. Review of customer feedback reveals no other medical or packaging complaints on this lot. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.